Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. While explanting the other left bundle branch (lbb) lead, the ra lead was dislodged as well. A new lead was implanted. No additional adverse patient effects were reported.